Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user factory reset and set up a new ilet following an extended non-diabetes-related hospitalization, prepared and inserted a new cartridge and 23/32", 6 mm infusion set, applied a dexcom g7 continuous glucose monitor (cgm) sensor, paired the cgm to the ilet, and attempted but was unable to pair the ilet with the mobile app, after which blood glucose readings were high at 401 mg/dl due to prior disconnection from insulin delivery. Investigation of this case revealed no findings available, and the problem and device component remained undetermined due to insufficient information. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.